Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient¿s pump was empty. It was further reported the pain management consultants had merged with another hcp who referred the patient to an alternate provider for pump refills. It was noted the hcp had a patient that had a dry pump by the time he finally responded to the hcp¿s calls and got a referral by the alternate provider because of the merge. It was reported the hcp had referred him over to the implanting physician. They said they could only fill the pump during surgery and a company representative (rep) would be there to assist. The hcp was inquiring if there was anyone that could fill a "dry pump" and if we could reach out to the patient and make sure the device was at least shut off. No further complications were reported.